Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The customer did not provide any product identification. We have notified (B)(6) for awareness.

Event description:
The customer states while giving the booster dose the needle broke off the syringe and unsure if the patient should be revaccinated. No information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.